Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During the inspection, it was found that there was an excessive amount of water inside the air gas modules filter chamber. The water was traced back to a connected compressor with a malfunctioning drainage valve. The malfunctioning compressor was fixed, and the air gas module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. A faulty air gas module may lead to a stop of ventilation, or high pressure. The gas module was returned for further investigation. A visual inspection of the returned gas module confirmed the water contamination. No further investigation is needed as a previous investigation has shown that the liquid contamination in the air gas module affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measurement system in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during the pre-use check, and alarms will be generated if the failure occurs during ventilation. According to the applicable users manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The conclusion is that the reported issue was confirmed during on-site inspection and by visually inspecting the returned air gas module. The issue was due to water contamination inside the gas module caused by a malfunction in a compressor connected to the ventilator. Therefore, the most probable cause for this customer product complaint is a malfunctioning drainage valve in a compressor, leading to water inside the gas module.

Event description:
Manufacturer's ref: (B)(4).